Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular abdominal aortic aneurysm with a maximum diameter of 6.2 cm. The proximal aortic neck was 21mm in diameter and 27mm in length. The infrarenal neck angle was 30 degrees. The distal aorta was 28mm in diameter. The left iliac artery was 13mm in diameter, and the right iliac artery was 22mm in diameter. The iliac arteries were mildly tortuous with no stenosis. It was reported that two days post implant the patient began to experience bilateral upper leg numbness along the medial aspect of the thighs down to the knees. The patient stated that this did not cause a great deal of discomfort. No actions were taken, and the adverse event was noted to be resolved two years post implant. The investigator assessed the event to be related to the procedure but not the device.

Manufacturer narrative:
(B)(4). Results: (insufficient information; cause is unknown). Conclusions: (insufficient information; cause is unknown); no device failure (procedure related; unrelated to device per investigator¿s documented assessment).